Event description:
A duragen patch was used during an operation called suboccipital craniectomy with cranioplasty for a diagnosis of brainstem upper cervical compression called chiari I malformation. The following is the product lot# 542727. Following the surgery, I was readmitted for drainage of cervical wound it was the beginning, of an infection, it was reopened, it was leaking, there was a defect at the connection to the skull base to the "paraspinous" musculature into the duraplasty. Bactrim and vancomycin were used and resutured the duraplasty. All was fine and I moved to another state in 2003 to the present. Starting in 2004, I immediately started going down hill, having the same symptoms as before the surgery, only with differences as to the area involved. The neck and shoulders were the prime areas which were concentrated with pain and trouble. In 2003, I had an MRI which showed several discs, cervical from c2-c4, infected with unknown origin. I was sent to infectious disease dr who did numerous tests only to conclude that at one time I had a staph infection which was the incident involving. The duragen patch placement in 2002. I came across the recall list of the duraguard patches which is an acronym for my duragen patch same MFR, I called the co, but with no results, I was told all recalls had been taken care of. I am filing this report because I can only conclude that the patch is the cause of my having a major operation to remove the discs, have a bone grafted from my iliac to bond them, a 4 inch titanium plate with screws added and a 9 inch scar across the front of my neck. The surgery, because of my age and my previous surgery and the battle of fighting infections for five years, just about killed me. I had given up the will to live. I concluded without a doubt the only thing that caused the death of these discs and my current problems and disabilities all related to this duragen patch and coming across the recall this just justified my suspicions further. I need to know if this is the problem; that I need this patch removed and replaced before further damage is caused or death. My health is at the worst it has ever been, and all they do is keep repairing infected parts and removing them. There will come a time when I am either dead or paralyzed which one neurosurgeon has suggested, it will be by the deterioration of my spine. Can you please help me in researching and finding out if this patch is the reason for all my current problems? Please assist me in this matter. Dates of use: 2002 - 2008. Diagnosis or reason for use: chiari malformation I.